Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump alarmed pump error 37 during the rewind due to an unlocked keypad connector. Unable to perform functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement or self tests, or verify the pump error 54 due to the pump error 37. The formatted history file confirmed the pump error 53 line number = 429 and file number = 16. Unable to determine the root cause. The pump error 63 alarm was confirmed in the pump history due to a cold solder joint at the keypad assembly. The motor was tested outside the device and it passed. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.